Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter additional information which had been received on (B)(6) 2015. (B)(4).

Event description:
It has now been reported that implants are found to be trabecular cup(not durom). So this case has been invalidated.

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2009 for unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x rays, or other source document for review. As no lot number were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained form the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, and amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is cpt(B)(4).